Manufacturer narrative:
The technician inspected the lift and performed a functional test. The lift functioned as designed and no issues were noted. It is stated in the user manual for sabina ii ee, 7en155103: before lifting, always make sure that: the lifting accessories are not damaged. The lifting accessory is selected appropriately in terms of type, size, material and design with regard to the patients needs. The lifting accessory is correctly and safely applied to the patient in order to avoid bodily injury. The lifting accessory is correctly applied to the sling bar. The sling bar latches are intact. Missing or damaged latches must always be replaced with new ones. The sit-to-stand vests/slings straps are properly connected to the sling bar hooks when the straps have been fully extended but before the patient is lifted from the underlying surface. As a caregiver assure that the patient is not are at risk of falling forward or to any side during lifting. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Hill-rom contacted the account three times regarding the allegation of a patient fall during a lift and was unable to obtain any more information about the event. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating they were lifting a patient and the patient fell. The patient broke her shoulder. The lift was located in the patient area at the account. This report was filed in our complaint handling system as complaint (B)(4).